Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 9) with multiple cartridges during the load process. Customer also reported that liquid was seen on one of the cartridges. Customer's blood glucose level was not impacted.

Manufacturer narrative:
No product returning for eval. Should additional info become available, a supplemental form will be completed.